Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The operation notes and patient x-rays were obtained for review. It was relayed by the sales representative that the explanted component had been disposed of at the hospital. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to post traumatic rupture and instability.